Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high blood glucose and customer was alleging for possible under delivery anomaly. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection. The user alleged the insulin pump was under delivering insulin as blood glucose level was constantly high. The blood glucose level were always on 200-300 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.